Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, the customer experienced a blood glucose (bg) level ranging from 34 to 580 mg/dl. Customer required assistance from a health care provider to administer a manual injection to address elevated bg level and a glucagon injection to address low bg. Cause of elevated and low bg was not known. Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer continued to use the existing cartridge on the pump for insulin therapy.